Event description:
Saturation monitor noted to be flipping between 100% and 83% every few minutes. Arterial blood gases drawn on patient demonstrated pa02 level of 40 and 36 while the saturation montored was reading 100% oxygen saturation. Saturation monitored changed out and another monitor attached. The new monitor displayed "leaked detected." When patient module assemblies were changed monitor reads "okay". Determined problem to be a faulty patient moduleinvalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-dec-91. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, performance tests performed. Results of evaluation: o2 monitor subassembly. Conclusion: device failure occurred but not related to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service. The device was destroyed/disposed of.